Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) analysis was performed on the returned device. The reported material rupture and inflation issue was confirmed. The reported activation failure could not be confirmed as the stent implant was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. An attempt was made to deploy a 2.50x23mm xience sierra stent, but the balloon failed to inflate as it "seems to be pierced". The balloon did not inflate at all and the stent was not implanted. The procedure was successfully completed with another stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.